Event description:
It was reported that the physician had difficulty placing the left ventricular (lv) lead due to the patient's anatomy. At the post op interrogation, lv capture threshold was 6 v at 1.5 ms. Lead dislodgement was suspected. Later that day, the lead was successfully repositioned with a capture threshold of 1.5 v at 1.5 ms.

Manufacturer narrative:
No medwatch form was received.